Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device would not power on even when plugged in which was reproduced as a white screen. The reported symptom was verified and found to be caused by a failed processor board. The failed processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on, even when plugged in. There was no patient involvement. No additional information is available.